Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant) and dysmenorrhoea ("cramping during menstruation"). The patient was treated with surgery (abdominal hysterectomy, cystoscopy and bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was bilateral satisfactory placement and full occlusion. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe and constant pelvic pain and abnormal bleeding (seen as genital bleeding). Approximately 6 months after insertion, coils were removed. These both events are anticipated in the reference safety information for essure. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe and constant pelvic pain and abnormal bleeding (seen as genital bleeding). Approximately 6 months after insertion, coils were removed. These both events are anticipated in the reference safety information for essure. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant pelvic pain') in a 39-year-old female patient who had essure (batch no. B53558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1998, irritable bowel syndrome, rosacea, cluster headache, ventricular tachycardia, hirsutism, lumbar radiculopathy, hyperlipidemia, prediabetes, constipation, obesity, pelvic pain, cervical dysplasia, total hysterectomy, obstructive sleep apnea syndrome, gerd, ear disorder, vulvovaginal candidiasis, eustachian tube dysfunction, painful urination, weight gain, bleeding genital, uterine bleeding, vaginal discharge, lasik eye surgery, cyst of ovary, urinary urgency, abortion and uterine dilation and curettage. *on a unknown date: home pregnancy test negative. Previously administered products included for birth control: mirena; for an unreported indication: penicillin and metoprolol. Past adverse reactions to the above products included headache with metoprolol; and rash with penicillin. Family history included diabetes (father). Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced headache ("migraines / headaches"), 1 month 12 days after insertion of essure. In 2015, the patient experienced genital hemorrhage ("abnormal bleeding / abnormal bleeding (vaginal, menorrhagia),") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("cramping during menstruation"), fungal infection ("yeast infection") and blepharospasm ("eyelid twitching"). The patient was treated with dimenhydrinate (dramamine), fluconazole (diflucan), nsaids and surgery (hysterectomy with bilateral salpingectomy ¿ cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal hemorrhage, menorrhagia, headache, fatigue, nausea and fungal infection had resolved and the genital hemorrhage, dysmenorrhoea, migraine and blepharospasm outcome was unknown. The reporter considered blepharospasm, dysmenorrhoea, fatigue, fungal infection, genital hemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left - 4trailing coils, right- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral satisfactory placement and full occlsuio. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received event eyelid twitching was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant pelvic pain') and genital haemorrhage ('abnormal bleeding / abnormal bleeding (vaginal, menorrhagia),') in a 39-year-old female patient who had essure (batch no. B53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1998, irritable bowel syndrome, rosacea, cluster headache, ventricular tachycardia, hirsutism, lumbar radiculopathy, hyperlipidemia, prediabetes, constipation, obesity, pelvic pain, cervical dysplasia, total hysterectomy, obstructive sleep apnea syndrome, gerd, ear disorder, vulvovaginal candidiasis, eustachian tube dysfunction, painful urination, weight gain, bleeding genital, uterine bleeding, vaginal discharge, lasik eye surgery, cyst of ovary, urinary urgency, abortion and uterine dilation and curettage. *on a unknown date: home pregnancy test negative. Previously administered products included for birth control: mirena; for an unreported indication: penicillin and metoprolol. Past adverse reactions to the above products included headache with metoprolol; and rash with penicillin. Family history included diabetes (father). Concomitant products included medroxyprogesterone acetate (depo provera). In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2016, the patient had essure inserted. In 2015, the patient experienced headache ("migraines / headaches"), 1 month 12 days after insertion of essure. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("cramping during menstruation") and fungal infection ("yeast infection"). The patient was treated with dimenhydrinate (dramamine), fluconazole (diflucan), nsaids and surgery (hysterectomy with bilateral salpingectomy ¿ cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, fatigue, nausea and fungal infection had resolved and the genital haemorrhage, dysmenorrhoea and migraine outcome was unknown. The reporter considered dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left - 4trailing coils, right- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral satisfactory placement and full occlsuio. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- new event yeast infection were added. Outcome of headache, fatigue, nausea, vaginal haemorrhage, menorrhagia updated to recovered / resolved. Treatment, historical and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant pelvic pain') in a 39-year-old female patient who had essure (batch no. B53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1998, irritable bowel syndrome, rosacea, cluster headache, ventricular tachycardia, hirsutism, lumbar radiculopathy, hyperlipidemia, prediabetes, constipation, obesity, pelvic pain, cervical dysplasia, total hysterectomy, obstructive sleep apnea syndrome, gerd, ear disorder, vulvovaginal candidiasis, eustachian tube dysfunction, painful urination, weight gain, bleeding genital, uterine bleeding, vaginal discharge, lasik eye surgery, cyst of ovary, urinary urgency, abortion and uterine dilation and curettage. *on a unknown date: home pregnancy test negative. Previously administered products included for birth control: mirena; for an unreported indication: penicillin and metoprolol. Past adverse reactions to the above products included headache with metoprolol; and rash with penicillin. Family history included diabetes (father). Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced headache ("migraines / headaches"), 1 month 12 days after insertion of essure. In 2015, the patient experienced genital haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal, menorrhagia),") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("cramping during menstruation"), fungal infection ("yeast infection") and blepharospasm ("eyelid twitching"). The patient was treated with dimenhydrinate (dramamine), fluconazole (diflucan), nsaids and surgery (hysterectomy with bilateral salpingectomy ¿ cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, fatigue, nausea and fungal infection had resolved and the genital haemorrhage, dysmenorrhoea, migraine and blepharospasm outcome was unknown. The reporter considered blepharospasm, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left - 4trailing coils, right- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral satisfactory placement and full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (batch no. B53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome, rosacea, cluster headache, ventricular tachycardia, hirsutism, lumbar radiculopathy, hyperlipidemia, prediabetes, constipation, obesity, pelvic pain, cervical dysplasia, total hysterectomy, obstructive sleep apnea syndrome, gerd, ear disorder, vulvovaginal candidiasis, eustachian tube dysfunction, painful urination, weight gain, bleeding genital, uterine bleeding, vaginal discharge, ectopic pregnancy in 1998, lasik eye surgery, cyst of ovary, urinary urgency, abortion and uterine dilation and curettage. Previously administered products included for an unreported indication: penicillin and metoprolol. Past adverse reactions to the above products included headache with metoprolol; and rash with penicillin. Family history included diabetes (father). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("cramping during menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ cystoscopy. ). Essure was removed on 23-nov-2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and nausea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left - 4trailing coils, right- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory placement and full occlsuio home pregnancy test negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events vaginal bleeding, menorrhagia, migraines, headaches, nausea, fatigue are added. Lab data updated. Outcome of event updated. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (batch no: b53558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome, rosacea, cluster headache, ventricular tachycardia, hirsutism, lumbar radiculopathy, hyperlipidemia, prediabetes, constipation, obesity, pelvic pain, cervical dysplasia, total hysterectomy, obstructive sleep apnea syndrome, gerd, ear disorder, vulvovaginal candidiasis, eustachian tube dysfunction, painful urination, weight gain, bleeding genital, uterine bleeding, vaginal discharge, ectopic pregnancy in 1998, lasik eye surgery, cyst of ovary, urinary urgency, abortion and uterine dilation and curettage. Previously administered products included for an unreported indication: penicillin and metoprolol. Past adverse reactions to the above products included headache with metoprolol; and rash with penicillin. Family history included diabetes (father). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)", menorrhagia ("abnormal bleeding (vaginal, menorrhagia)", migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("cramping during menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ cystoscopy.) Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and nausea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left - 4trailing coils, right- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory placement and full occlsuio on a unknown date: home pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome, rosacea, cluster headache, ventricular tachycardia, hirsutism, lumbar radiculopathy, hyperlipidemia, prediabetes, constipation, obesity, pelvic pain, cervical dysplasia, total hysterectomy, obstructive sleep apnea syndrome, gerd, ear disorder, vulvovaginal candidiasis, eustachian tube dysfunction, painful urination, weight gain, genital bleeding, uterine bleeding, vaginal discharge, ectopic pregnancy in 1998, lasik eye surgery, cyst of ovary, urinary urgency, abortion and uterine dilation and curettage. Previously administered products included for an unreported indication: penicillin and metoprolol. Past adverse reactions to the above products included headache with metoprolol; and rash with penicillin. Family history included diabetes (father). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("cramping during menstruation"). The patient was treated with surgery (abdominal hysterectomy, cystoscopy and bilateral salpingectomy o (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left - 4trailing coils, right- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory placement and full occlsuio home pregnancy test negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: historical condition, family history, essure lot number added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.